Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the dialysis patient's caregiver that patient experienced drain complications and foamy solution during peritoneal dialysis treatment and had an infection in the catheter. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed diagnosed with peritonitis on (B)(6) 2017. The diagnosis of peritonitis was made following a positive fluid culture of the organism alcaligenes faecalis. The patient's pdrn also reported that the peritonitis was due to a breach in aseptic technique. The patient was treated with the antibiotics fortaz 1 gram for 21 days and vancomycin 1 gram for 5 days. The pdrn stated that the patient was recovering and did not miss any peritoneal dialysis treatments.